Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported a high risk patient encountered a symptomatic deep vein thrombosis and the patient had a chloragard PICC.